Event description:
There was an allegation of questionable results from coaguchek inrange meter compared to a laboratory result using an unknown method and another coaguchek meter. It was reported that in january of 2026, discrepant results allegedly resulted in a reduction of the patient's marcumar dose. The patient was hospitalized for a transient ischemic attack (tia). The alleged results were not provided. On (B)(6) 2026, the patient's laboratory result using an unknown reagent was allegedly 2.11 inr. Allegedly, the patient's result using the clinic's coaguchek meter (unspecified) was 2.7 inr, and the result from the patient's coaguchek inrange meter was 3.5 inr. The results were allegedly obtained within minutes of each other. It was alleged that the laboratory results were always between 1.0 inr-1.5 inr lower than device. The patient¿s therapeutic range is 2.5 inr to 3.5 inr.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter's serial number is (B)(6). The product was requested for investigation. The meter was returned. The returned meter was tested using retention test strips and a high-level control sample. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The meter's memory was reviewed. The following alleged results were not observed in the meter¿s patient result memory: the alleged result from on (B)(6) 2026 of 2.4 inr. The alleged result from on (B)(6) 2026 of 4.1 inr. A result of 4.7 inr was observed in the meter memory for on (B)(6) 2026. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not find a specific device problem. The returned customer material, as well as the corresponding retention material, met the specifications. The meter cannot be excluded from having contributed to the patient's hospitalization for a tia.